Event description:
It was reported that the pump had a "bubbled spot that was present on screen". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.